Manufacturer narrative:
The reported product is an unknown baxter transfer set. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a loose connection between the baxter transfer set and titanium adapter. The transfer set ¿fell off¿ during normal activity (about two months ¿after inserting it¿) and this led to peritonitis. The patient was hospitalized for the event. The patient was treated with vancomycin and cefepime (no further details provided). Action with pd therapy was not reported. It was reported the patient was hospitalized for five days, was recovered and doing well. It was also reported the patient was transferred to another facility 10 days after event onset. No additional information is available.